Event description:
It was reported that this right atrial (ra) lead was inserted into a catheter for attempted left bundle branch (lbb) placement. After multiple rotations/positioning attempts, the lead became stuck in the catheter. Attempts were made to remove the lead from the catheter, however, the lead body unwound/came apart. The lead and catheter were removed from the patient's anatomy and were discarded. A new lead and catheter were used successfully with no complications. No adverse patient effects were reported. The return of this product is not expected.